Event description:
During the surgery, the cor-knot mini device malfunctioned. The deployment guns were originally working. With continued use, they started to jam, and the device was replaced with another new device. No apparent patient harm.